Event description:
Overdelivery reported. The pump was set to infuse in the concurrent mode with an unspecified hydration solution on the primary line at 100 ml/hr, and a zantac 150 mg/250ml solution via secondary line at 11 ml/hr. The zantac infusion completed in 5 hours instead of the expected 24 hours. The event did not cause any adverse pt effects. Hosp biomed engineering could not duplicate the event.